Event description:
It was reported that, during an intertan nail removal surgery performed due to infection (case (B)(4)), the bottom part of the lag screw broke off (case (B)(4)). Surgery was resumed after a greater than 30 mins delay with a competitor device. No patient injury or other complications were reported. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the provided undated, unlabeled x-ray photo does not aid in confirming the reported breakage of the screw. Without the requested clinical documentation or the device, the definitive root cause of the reported breakage cannot be determined. Based on the information provided, the surgeon was able to remove all the broken pieces from the patient using by his hands and pliers. Per report, the surgeon completed the procedure with a competitor¿s device with a greater than 30-minute delay. It was communicated there were no patient injuries or other complications. Since the patient was reported to be in good health, no further clinical/medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during an intertan nail removal surgery performed due to infection ((B)(4)), the bottom part of the lag screw broke off ((B)(4)). Surgery was resumed, after a greater than 30 mins delay, with a competitor device. All the broken pieces were removed from the patient using the hand and pliers. No patient injury or other complications were reported. The patient is in good health status.

Manufacturer narrative:
Product code was updated.